Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor could not confirm the reported event of the display not functioning properly. The system monitor was tested and functioned as intended during analysis. The unit was returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 27jul2012. The system monitor shipped to the customer on (B)(6) 2012. The unit was manufactured on 17jul2012. Heartmate ii power module instructions for use revision b states if the system monitor does not work, call thoratec's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor did not display information accurately.